Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness within spec). And missing shell observed, assessed as inconclusive. Raynaud's phenomenon: unable to observe. As per the investigation procedure: non-penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, having raynaud¿s phenomenon. Healthcare professional, later reported, rupture. Via MRI. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Information contained in this report was previously submitted through psr on 23apr2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having raynaud¿s phenomenon. Healthcare professional later reported rupture via MRI. This record is for the left side. Device has been explanted and replaced.